Manufacturer narrative:
Pump was received with motor error alarm and motion sensor test failure alarm during rewind due to high motor current draw. Unable to perform functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to motor error alarm. Unit had scratched lcd window, cracked battery tube threads, cracked belt clipslot at battery tube threads area and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had motion sensor test failure alarm and motor error alarm. The blood glucose at the time of the incident was 157 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.